Event description:
8/17/81 rptr had right subcutaneous mastectomy and implant for fibrocystic disease from 1981-85 she had hardening of breast, pain in back, neck, chest pain, fatigue, joint pain to the point she had to leave her job and seek another easier job.